Manufacturer narrative:
The cycler was returned for evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. When powering on the cycler the ¿stop, ok, up & down¿ buttons illuminated and the front panel display remained blank. The ¿inverter board¿ was replaced with a known good ¿inverter board¿ and the ¿touch screen display¿ worked as intended. T1 on the inverter board and the rear of the touch panel display showed signs of heat damage. There were no other discrepancies encountered in the internal inspection of the cycler. The cycler treatment history showed that the cycler had not completed a treatment for this patient.

Event description:
A peritoneal dialysis patient's contact reported that during treatment the screen went blank and would not turn back on. This was the first time the cycler was being used by this patient. After rebooting the cycler the screen remained blank but other lights were on. Treatment was completed manually. During evaluation heat damage was found on the t1 inverter board and rear touch panel of the display. No adverse event reported.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.